Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The device was also replaced. The patient was discharged after the procedure.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Manufacturer narrative:
The reported event of battery performance alert (bpa) was not confirmed. Interrogation of the device revealed the device was above the elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion to be normal based on the usage of the device. There was no evidence of premature battery depletion.